Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-111794 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-112270.